Manufacturer narrative:
This serves as a correction report. Section of the correction MDR 30 day #3 was incorrect. The correct date on the correction report is december 30, 2015.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. On the MDR 30 day follow up #1 was documented incorrectly. Has been updated to reflect the investigation of the returned product. The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Manufacturer narrative:
This serves as a correction report. On the MDR 30 day follow up #1 was documented incorrectly. Section has been updated to reflect the investigation of the returned product. Section was missing from the edit MDR 30 day #1. Section has been updated. The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.